Manufacturer narrative:
Initial reporter addr 1 unknown. Initial reporter city unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® sst¿ blood collection tubes, it was reported that there was foreign matter inside the tube causing the tube to appear discolored.